Manufacturer narrative:
The submitted reflects all relevant data received. If more information is received, another report will be submitted. Initial report of infection for c154dwk, 6947 and 5076 received (B)(6) 2010 would normally submitted via alternative summary reporting (asr) on 01/31/2011; however, information received 01/21/2011 revealed these no longer qualify for asr and are now being submitted as a bimonthly report. Evaluation summary: (B)(4) no anomalies were found. (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. Additionally the defibrillation coil was distorted, blood/body fluid was on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking was breached cut and had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer insulation had a cosmetic depression, the lobe was distorted/bent, there was apparent explant damage and the lead was stretched. (B)(4) the full lead was returned, analyzed and no anomalies were found. Additionally, the proximal conductor was distorted, there was blood/body fluid on the distal and proximal conductors (not obstructed) and in/on the helix mechanism, the outer insulation was breached cut and had a cosmetic depression, and there was apparent explant damage.

Event description:
It was reported that the patient experienced an infection while implanted with the system. It was also reported that the left ventricular lead had high impedance and an apparent fracture. The system was removed. No further patient complications have been reported as a result of this event. An additional report of endocarditis was received and the device and leads were removed without replacement.